Event description:
It was reported during the reprocessing of the camera head that the cord had a cut. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation a failed cable leak test. Based on the results of the investigation, it is likely that the most probable cause is due to a cut on cable insulation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during the reprocessing of the camera head that the cord had a cut. There were no reports of patient involvement.